Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a procedure to upgrade the implantable cardiac monitor, the physician had extreme difficulty removing the device from the pocket. The knurled area at the device antennae provided an area where fibrous encapsulation made it more difficult than necessary to remove the device. The device was able to be extracted and the system was upgraded. No patient complications have been reported as a result of this event.